Manufacturer narrative:
The reported 2.0mm x 11mm mmf auto-drive screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the 2.0mm x 11mm mmf auto-drive screw (part number 209-2011) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that 2.0mm x 11mm mmf auto-drive screw (part number 209-2011) broke in the patient. Requests for additional information were made to no avail.